Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant via the right common femoral vein due to left popliteal deep vein thrombosis (dvt) extending into upper calf vein. Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges experiencing "fear and anxiety that the filter will continue to tilt and perforate through the wall of the ivc and eventually into an organ that will cause death. I experience bloating and pain in the abdomen and weight gain in the middle abdomen" and depression. Per computed tomography: "findings: there is an ivc filter present. The tip of the ivc filter is seen at the superior margin of the confluence of the ivc with the right renal vein. The tip of the filter contacts the posterior wall of the ivc and demonstrates slight medial tilt. There is a posterior strut of the filter which extends into the adjacent retroperitoneal fat. There is no evidence for perforation of the aorta or bowel".

Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava perforation, tilt, abdominal pain, bloat, wt. Gain, anxiety, depression, fear. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdominal pain, bloat, weight gain, anxiety, depression, fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, there are no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, b6, h6 (patient code). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedment. The additional information regarding embedment does not change the previous investigation results for vena cava perforation. 20 devices in lot to date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a CT abdomen: "filter tilt: there is medial and slight posterior tilting of the tip of the ivc filter. Position of the ivc filter: the ivc filter appears normally situated. The tip of the filter is 1cm below the highest left renal vein. Perforation the on the ivc wall: the 4 shorter struts project at or slightly beyond the ivc wall, consistent with imbedded struts. Of the for longer struts, 3 or perforated, with 2 in the soft tissues anterior to the vertebrae. The right lateral strut extends toward the right kidney, with no contact. No retroperitoneal fluid collection is identified. Filter strut fracture or bending: there is no strut fracture of bending visible. Stenosis of the inferior vena cava . There is no ivc stenosis".